Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04012. It was reported the patient experienced ineffective stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the entire system was explanted and replaced. Effective therapy was established postoperatively. It is unknown which lead was causing the issue, as such both leads are being reported.